Event description:
This report was received from (B)(4) and is a solicited report by a physician in the (B)(6) of sterile peritonitis in a patient coincident with dianeal pd4 and extraneal viaflex therapies for end stage renal disease (esrd) via automated peritoneal dialysis (apd). On an unspecified date, therapy with dianeal pd4 1.36% and 2.27% was temporarily withdrawn (reason unspecified). Therapy with extraneal was ongoing. On (B)(6) 2012, the patient experienced sterile peritonitis and was hospitalized that same day, due to the event. On (B)(6) 2012, remedial treatment with an unspecified antibiotic was started. On an unspecified date, for an unspecified reason, the patient was switched to continuous ambulatory peritoneal dialysis (capd). The peritonitis was mild in severity. The patient was recovering from the peritonitis. Per the physician, the event of peritonitis was unlikely related to dianeal therapy.

Manufacturer narrative:
(B)(4). The problem was not confirmed. No device malfunction or use error was identified. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.